Manufacturer narrative:
(B)(4).

Event description:
It was reported via a merlin.net transmission that the ICD stored an episode where the patient received multiple ineffective shocks from the ICD. Electrical parameters were normal. The patient's condition before and after the episode was stable. The physician attributed the cause of ineffective shocks to changes in the patient's blood potassium level. Introduction to cordarone and possible vt ablation was discussed as the next course of action.